Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed malfunctioned flexvision pc. The fse repaired databases and rebooted the system several times. After rebooting the system several times, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system did not startup correctly and needed to be restarted twice. No user or patient harm has been reported. Philips has started an investigation of this complaint.